Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the protector and vial was observed. Further inspection identified that the needle of the protector had penetrated the vial off center, causing damage to the tip of the needle which was detached from the protector housing. Product is visually and functionally testing throughout manufacturing according to procedure, including leakage testing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during preparation the drug leaked at the connection of vial to the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: when preparing gemzar in the safety cabinet, drug leaked from around the connection of the vial and p50j.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during preparation the drug leaked at the connection of vial to the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing gemzar in the safety cabinet, drug leaked from around the connection of the vial and p50j.